Event description:
It was reported that during a coronary angioplasty treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the left femoral artery. The 70% stenosed, 12mm in length, de-novo target lesion was located in the non tortuous and non-calcified, 3mm in diameter left circumflex artery. The lesion was pre-dilated with a non-bsc balloon catheter. This 3.00x12mm promus element stent delivery system along with a non-bsc guide catheter and a pt graphix guide wire were selected; however, the device was unable to cross the lesion. The physician removed the device and noted that the stent had dislodged from the delivery system. The stent was in the guide catheter outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Event description:
It was reported that during a coronary angioplasty treatment procedure, a stent dislodgement occurred. Vascular access was obtained via the left femoral artery. The 70% stenosed, 12mm in length, de-novo target lesion was located in the non tortuous and non-calcified, 3mm in diameter left circumflex artery. The lesion was pre-dilated with a non-bsc balloon catheter. This 3.00x12mm promus element stent delivery system along with a non-bsc guide catheter and a pt graphix guide wire were selected; however, the device was unable to cross the lesion. The physician removed the device and noted that the stent had dislodged from the delivery system. The stent was in the guide catheter outside the patient. The procedure was completed with a different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint device revealed that the stent had moved 10mm distally on the balloon. The stent also has bunched struts at the proximal edge. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. However, blood is visible in the balloon. A visual and microscopic examination of the device found that the lumen is kinked and severely damaged throughout at various points. This type of damage is consistent with excessive force being applied to the delivery system. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. (B)(4).